Manufacturer narrative:
We received one single dpt-vamp flex kit with an IV set and pressure tubing for examination. The reported event of ¿unknown small particulate was found within the fluid path of the pressure monitoring kit¿ was not confirmed. No visible particulates were observed from the IV set. In addition, there were no visible particulates / contamination observed throughout the kit during a visual examination. The kit was flushed continuously for 5 minutes, but no visible particulates were flushed out from the kit. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. With pressure tubing sets, it is common for the clinician to check for contamination while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. It is common clinical practice to inspect all products before usage. With dpt sets, it is common for the clinician to check for air or particulates while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that an unknown small particulate was found within the fluid path of the pressure monitoring kit during priming. Patient demographic information requested but unavailable. There were no patient complications reported.